Event description:
It was reported that two days post-implant procedure an x-ray revealed the left ventricular (lv) lead dislodged to the main coronary sinus. The lead was explanted and replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.